Manufacturer narrative:
Concomitant medical products: c acid and alpha-ketoanalogue amino acids; diphenidol; cinnarizine; aspirin. (B)(4).

Event description:
It was reported "when installing the catheter, the guide is curved, the introducer does not advance". It was reported there was a delay in the procedure. Additional information was requested, but was not available at the time of this report.

Event description:
It was reported "when installing the catheter, the guide is curved, the introducer does not advance". It was reported there was a delay in the procedure. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Continuation of d11: c acid and alpha-ketoanalogue amino acids; diphenidol; cinnarizine; aspirin. Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.